Event description:
Customer's husband reported meter results of 333 mg/dl and 126 mg/dl within 10 minutes on the advantage sys. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the sys, replacement was sent.